Event description:
Patient presented to the physician with consistent drainage at neck incision. Imaging confirmed the patient's device had migrated. Physician prescribed antibiotics. Patient presented back to the physician with an infection. Physician brought the patient back into the or and removed the entire system. This resolved the issue.